Event description:
Wire placed into distal lad branch during proximal/mid lad dilatation. No early ischemic manifestations. No wire manipulation probably greater than 30 minutes during work in lad. During injection, noted separation of wire tip at proximal radioopaque bend. Wire fragment on posterior surface of heart-surgery consulted, agreed no option for retrieval. Completed case. Fragility/crack noticed on 2nd wire from same lot at same bending site. Sent to ccu. Developed recurrent chest pain over 20 hours later - coronary arteries patent. Wire position unchanged. Surgery again consulted - agreed no benefit from a trial of fragment retrieval. Small hemorrhagic pericardial effusion drained less than 250cc. Less than 100cc drainage over 4 hours when patient had asystoltic arrest. Repeat pericardial catheter drainage attempt after found small effusion - over 1200cc. Hemorrhagic fluid drained off but questions if in intracardiac chamber. Patient succumbed.autopsy: death by massive pulmonary emboli, actually minimal pericardial effusion. No cardiac perforation. Wire fragment retrieved posterior inventricular septum at myocardium/epicardium border. No evidence of vessel perforation, but there was a posterior epicardial (not infarction) hemorrhage (this may have caused the small hemorrhagic effusion).invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-may-93. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.